Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that there were 3 cases of guide wires that had rough ends in the seldinger puncture kit and therefore the microintroducer sheath couldn't be inserted. Due to the burr at the end of the guide wire, the microintroducer sheath could not be successfully delivered, so new seldinger puncture sets were used. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw0101 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (rebw0101) have been reported from the same (B)(6) facility.

Event description:
It was reported that there were 3 cases of guide wires that had rough ends in the seldinger puncture kit and therefore the microintroducer sheath couldn't be inserted. Due to the burr at the end of the guide wire, the microintroducer sheath could not be successfully delivered, so new seldinger puncture sets were used. This report addresses the second device.